Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a shock impedance measurement greater than 125 ohms. The caller stated this was a known issue with the previous system and chronic right ventricular (rv) lead and they did not want to be alerted for the high measurements any longer. It was also noted that the patient had been feeling small shocks and experiencing diaphragmatic stimulation. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.